Event description:
Patient was scheduled for revision and relocation of interstim. Would like to take the interstim that was replaced back to the company. The charge nurse, nurse manager, and surgeon were notified and it was approved to send explant with rep.